Manufacturer narrative:
(B)(4). The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
The customer reported that the endotracheal tube pilot line cracked. There was a loss of pressure in the cuff resulting in an air leak. The patient was re-intubated.